Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for an ilet device exhibited intermittent charging despite use of multiple outlets, and two replacement chargers were arranged; the issue aligns with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.